Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the right ventricular (rv) lead had unspecified oversensing issues. The physician noted that there was lead insulation damage. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.